Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process, but would later receive another motor error alarm. Alarm history showed more than one motor error alarm within the last thirty days and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced. Customer also reported to have been hospitalized for extreme low blood glucose and again for extreme high blood glucose and was pregnant.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, cracked lcd window, minor scratched on lcd, cracked reservoir tube lip and cracked battery tube threads.